Event description:
The customer reported an "error in the screen." There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4): the customer reported an "error in the screen." There was no report of adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.